Manufacturer narrative:
System analysis/service repair on october 2, 2014: the ¿error coded 833, 509¿ touch screen not operational issue was confirmed and determined to be the result of a faulty top cover/touch screen. The top cover was replaced. The system was tested and verified to meet manufacturer¿s specifications. The top cover was returned to ams on october 16, 2014 and was sent to the supplier.

Manufacturer narrative:
The top cover s/n (B)(4) was returned to ams on october 16, 2014 and was sent to the supplier. Product evaluation: the top cover was evaluated by supplier on december 22, 2014. The reported ¿blank screen¿ issue was confirmed; 24v line and tantalum capacitors were noted shorted. The capacitors were replaced; top cover was reprogrammed and passed the standard production test. Probable root cause: based on the supplier fa report, the root cause was determined to be the capacitors in the top cover.

Event description:
Information as it was reported to ams indicates that the "touchscreen not operational (blank)" patient was sedated. The customer was unable to resolve the display issue that occurred and the case was completed by an alternative procedure (turp). Patient outcome was "ok" reported. There was no report of a patient or user injury.